Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tg3115/06683033, tg3415/06529911) to repair a thoracic aortic aneurysm. No issues were observed during the procedure, and the patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. On (B)(6) 2009, follow-up imaging revealed a type ii endoleak of unknown origin. The aneurysm measured 59 mm. The physician elected to monitor the patient. Subsequent follow-up imaging showed that the endoleak persisted and the aneurysm measured 63 mm. On (B)(6) 2012, follow-up imaging revealed that the endoleak persisted, and the aneurysm measured 68 mm. The physician elected to monitor the patient. No further information is available.